Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). The device was explanted on (B)(6) 2026 and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.